Event description:
The account generated a nonreactive htlv-I/ii eia result on a dialysis patient who later tested htlv-I/ii eia reactive and western blot indeterminate. The specimen initially tested nonreactive, s/co =0.074, cutoff =0.385, which was reported outside of the laboratory. Two days later, during an employee training, the specimen tube was retrieved and tested htlv-I/ii eia reactive, s/co = >2.2, cutoff = 0.424. Another specimen from the same draw was retrieved and tested htlv-I/ii eia reactive, s/co =>2.2, cutoff = 0.468. A newly obtained specimen test htlv-I/ii eia repeatedly reactive, s/co =>2.2 an western blot indeterminate. The account believes the reactive htlv-I/ii eia result to be correct. No additional patient info available. No impact to patient management was reported.